Event description:
A surgeon reported that a pt had an anterior capsule tear while using the handpiece during surgery. Additional info has been requested but not received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested but not received to date. (B)(4).